Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient faced a kinked cannula under the tape as the cannula was not inserted properly due to which the insulin was not delivered, and the patient experienced high blood glucose level. Patient's blood glucose level was over 600 mg/dl at the time of this event. Therefore, the patient went to the emergency room with blood glucose level over 600 mg/dl, where the infusion set was replaced, and insulin was resumed successfully. The patient had moderate ketone levels which was not dangerous/life threatening as assessed by the heath care professional. After spending 6 hours in the emergency room, the patient left with blood glucose level of 370 mg/dl and was stable with no injury. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.